Manufacturer narrative:
The lot was manufactured between september 7, 2022 - september 8, 2022 the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided photographic samples was performed and the disc-shaped particle could not be clearly observed. Due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a plastic particle (¿disc¿ like) free floating within the bag. This was observed prior to patient use; however, an unspecified "center spike" was used to access the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.